Event description:
The customer reported that the v200 ventilator had a pressure error (unspecified), and the pressure dropped; the device also does not have a standby button. It was unknown how the issue was found. No user impact and/or harm was reported. The investigation is ongoing.